Event description:
It was reported when nurses changed out the battery on the epg (external pulse generator) while it was on, the epg turned off. The epg was returned for calibration/repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board was out of specification, one of the integrated circuit components was also burnt. It was also noted that the lower case was broken and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.